Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the cursor flashes and did not stay at new location when the touch screen was pressed. The cursor temporarily moved to new location then reverted to previous location when depressing. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
The user facility's biomedical engineer (biomed) said he was able to move the cursor to calibrate it the first time this happened and they ran the case with no problems. The second time this happened and they turned on the sys one after the screen booted up. The biomed is trained on the sys-1 perfusion sys. He said all the internal connections were good, and was going to check the flat panel interface node controller (fpinc) and display controller board.